Manufacturer narrative:
Model number/catalog number: sc-1110-02; serial number: (B)(4); batch/lot number: 14193874; model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.